Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. The cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device. (B)(4).

Event description:
During an atrial fibrillation procedure, a pericardial effusion occurred. While ablating with the flexibility catheter, the patient became hypotensive and an echocardiogram revealed a pericardial effusion. The case was abandoned and the patient was transferred to the ICU for observation. No additional intervention was needed and the patient stabilized after 20 minutes.